Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was 60 mg/dl. The customer reported possible moisture exposure from sweat on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.